Manufacturer narrative:
(B)(4).

Event description:
It was s reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was noted on the ventricular channel. Programming changes were made. Device remains implanted.